Event description:
It was reported that during use the versajet handpiece fluid outlet was very anomalous, it spread the fluid around the operating room with big force; the procedure was successfully completed using a back-up device. There is no information regarding if there was any delay; no patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the reported event or determine a root cause on this occasion. Probable causes can include blockages and kinks in the tubing and or component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.